Event description:
A peritoneal dialysis nurse has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in drain one of treatment. Solution was noticed leaking out of the bottom of the cycler during the drain. The origin of the leak could not be identified. Pt received prophylactic antibiotics after the incident and has had no adverse effects. Cultures were drawn and the results came back negative for any bacterial growth. The pt's effluent has remained clear. Sample was discarded by the nurse; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past five months. Batch records for the two lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.